Manufacturer narrative:
There was no allegation of a deficiency with the device. The patient did not maintain the electrode exit site as instructed in the IFU. Patient was reminded during a previous encounter to take care of the electrode exit site as instructed in the IFU and did not comply. All indications are that the device operated as intended.

Event description:
Patient contacted synapse to inform of an abscess at the electrode exit site. During a previous compliant where damaged wires were repaired for this patient, it was noted that the patient was not caring for the exit site as directed in the ifus. Patient was reminded to follow the care instructions for the exit site as detailed in the ifus. Synapse advised patient to contact their surgeon to provide medical guidance on treatment. Patient found a local surgeon who could address the abscess and relocate the electrodes to a new exit site. Surgery was conducted (B)(6) 2025 to relocate the electrodes using ultrasound. Electrode exit site was relocated to a location away from the abscess. A new indifferent electrode was tunneled at the new electrode exit site. Electrodes were crimped with new sockets and placed in new electrode connector. A boot was placed on the connector and filled with silicone, per the ifus. Electrodes were tested and the system functioned properly.